Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. The root cause investigation is in progress. The root cause is undetermined.

Event description:
This is a spontaneous report by a physician from (B)(6) of blood eosinophils increased, peritoneal effluent eosinophil count increased, pruritus aggravated and peritoneal cloudy effluent in a patient (B)(6) coincident with dianeal-n pd2 1.5% and dianeal-n pd2 2.5% therapies. On an unreported date in (B)(6) 2011, the patient began treatment with dianeal-n pd2 1.5% , 1500 ml three times a day (lot number not reported) intraperitoneally (ip) for peritoneal dialysis (pd). On an unreported date in (B)(6) 2011, the patient began treatment with dianeal-n pd2 2.5% , 1500 ml once a day (lot number not reported) intraperitoneally (ip) for peritoneal dialysis (pd). The physician stated that the patient had a "concomitant pruritis before beginning pd therapy." On (B)(6) 2011, the patient's pruritus became aggravated. On the same day, the patient developed peritoneal cloudy effluent with an increase in both the blood eosinophils and the peritoneal effluent eosinophil count. On an unreported date, the patient was administered an (unspecified) anti-allergic drug (dose, route and frequency not reported) for the events of blood eosinophils increased, peritoneal effluent eosinophil count increased and pruritus aggravated. The physician commented that "these events are not improved though concomitant drug, guessed to be cause of allergia, was discontinued. The cause of these events is uncertain." At the time of this report, the events had not resolved and pd therapy was ongoing. Concomitant medications were not reported. The physician stated the cause for the events was unknown.